Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was 423 mg/dl and their sensor glucose was 65 mg/dl. The customer stated they had treated their blood glucose with the insulin pump. The customer was advised to remove and replace their sensor. No additional information provided.